Event description:
It was reported that the patient line of an automated peritoneal dialysis (pd) set with cassette was leaking. This occurred during a drain cycle of pd therapy. The technical service representative (tsr) helped the caller end therapy. The caller would contact the registered nurse (rn) about the leaking patient line and missed therapy. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.